Event description:
It was reported that during a splenectomy procedure, the device could not be fired at the second firing. When the doctor fully grasped the firing trigger, the cartridge fell out. Bleeding occurred, but the amount was not reported. Reinforcement product was not used. Another device was used to complete the case. The device and two of the reloads were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.